Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). High blood sugars [blood glucose increased]. This batch of pens leaking from the bottom where the needles attach [device leakage]. Case description: this serious spontaneous case from the united states was reported by a consumer as "high blood sugars" with an unspecified onset date, "this batch of pens leaking from the bottom where the needles attach" with an unspecified onset date, and concerned a (B)(6) years old male patient who was treated with levemir flextouch (insulin detemir) from unknown start date due to "type 2 diabetes mellitus" with unknown dose and frequency and novofine plus 4mm (32g) (needle) from unknown start date due to "type 2 diabetes mellitus". Patient's height, weight and body mass index (bmi) not reported. Medical history included type 2 diabetes mellitus. Non codable concomitant medication includes humalog kwikpen via sliding scale. It was reported that, the patient was on therapy with levemir flextouch and novofine plus 32 gauge needles, experienced high blood sugars in the 500's mg/dl due to this batch of pens leaking from the bottom where the needles attach. On (B)(6) 2017 patient blood glucose level at breakfast was reported as 319 mg/dl, at lunch was reported as 526 mg/dl and at dinner was reported as 427 mg/dl. On (B)(6) 2017 patient blood glucose level at breakfast was reported as 385 mg/dl, at lunch was reported as 546 mg/dl and at dinner was reported as 596 mg/dl. On (B)(6) 2017 patient blood glucose level at breakfast was reported as 488 mg/dl, at lunch was reported as 566 mg/dl and at dinner was reported as 413 mg/dl on (B)(6) 2017 patient blood glucose level at breakfast was reported as 367 mg/dl, at lunch was reported as too high (value not reported) and at dinner was reported as 577 mg/dl on (B)(6) 2017 patient blood glucose level at breakfast was reported as 222 mg/dl, at lunch was reported as cannot read (value not reported) and at dinner was reported as 398 mg/dl on (B)(6) 2017 patient blood glucose level at breakfast was reported as 333 mg/dl, at lunch was reported as cannot read (value not reported) and at dinner was reported as 442 mg/dl. The patient does not leave needle attached and does not reuse needle. Action taken to levemir flextouch was not reported. Action taken to novofine plus 4mm (32g) (needle) was not reported. The outcome for the event "high blood sugars" was not recovered. The outcome for the event "this batch of pens leaking from the bottom where the needles attach" was not recovered.

Event description:
Case description: this serious spontaneous case from the united states initially reported by a consumer and confirmed by medical doctor as "high blood sugars" with an unspecified onset date, "this batch of pens leaking from the bottom where the needles attach" with an unspecified onset date, and concerned a 73 years old male patient who was treated with levemir flextouch (insulin detemir) from (B)(6) 2017 and ongoing due to "type 2 diabetes mellitus" (dose and frequency 15 u, qd) and novofine plus 4mm (32g) (needle) from (B)(6) 2017 due to "type 2 diabetes mellitus". Medical history included type 2 diabetes mellitus (duration: not reported). It was reported that, the patient was on therapy with levemir flextouch and novofine plus 32 gauge needles, experienced high blood sugars in the 500's mg/dl due to this batch of pens leaking from the bottom where the needles attach. The insulin was leaked while the patient administered injection. It was reported that the patient was trained by a physician for the use of levemir flextouch. The patient was administered levemir in the presence of physician at the time of event. The patient did not leave needle attached and does not reuse needle. Action taken to levemir flextouch was no change. Investigation result: name: levemir flextouch, batch number: gzf3574. The product was not returned for examination. The complaint had been registered in the novo nordisk complaint handling system. A reference was examined macroscopically. Parameters identity, assay and degra-dation were also performed. The reference sample was found to be normal. The results were found to comply with specifications. During investigation it had not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question. Visual and functional examinations were performed. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Name: novofine plus 32g x 4mm, batch number: 14j02n. The product was not returned for examination. The complaint had been registered in the novo nordisk complaint handling system. Since last submission this case has been updated with the following primary reporter changed from consumer to medical doctor. Causality for the events "high blood sugars" and "this batch of pens leaking from the bottom where the needles attach" with respect to levemir flextouch has been changed from unknown to possible. Causality for the events "high blood sugars" and "this batch of pens leaking from the bottom where the needles attach" with respect to novofine plus 4mm (32g) has been changed from unknown to possible. Start date of levemir flextouch and novofine plus 4mm (32g) changed from unknown to (B)(6) 2017. Action taken to levemir flextouch was changed from "not reported" to no change. Dose, route of administration, expiration date of levemir was added. Expiration date of novofine plus 4mm (32g) was added. Investigation result added. Narrative updated. Manufacturer's comment/company comment: (B)(6) 2018: as the device novofine plus 4 mm (32g) needle has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 577100. As the device levemir flextouch has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 577100. The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of levemir flextouch. Evaluation summary. Name: novofine plus 32g x 4mm, batch number: 14j02n. The product was not returned for examination. The complaint had been registered in the novo nordisk complaint handling system.